Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the catheters didn't have any holes in them. No injuries occurred.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. Samples were not received for the investigation. Because a physical sample was not returned and no photos or videos were received, we were unable to perform a follow up investigation to include functional and/or visual evaluations to confirm the reported issue and determine the root cause. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process, feedback notifications, and customer complaints for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.